Manufacturer narrative:
Final analysis of the pump revealed pump/motor/corrosion/gear train anomaly. Residue was noted on gears 2 and 3; significant residue in the pinions of both gears. There was slight corrosion on surface of gear 3; slight moisture was also noted. There was slight residue on lower shaft of gear 2 and significant residue in gear train. Moisture drops were noted on pumphead and in motor compartment. No flow testing was done due to motor stall.

Event description:
It was later reported that the patient had his pump replaced. The original pump had not recovered; "terminal stop."

Manufacturer narrative:
Catheter model: 8709, lot#: j10811r60, implanted on: (B)(6) 2001, explanted on: unk.

Event description:
A confirmed motor stall was reported. Per the pump logs the stall occurred on (B)(6) 2011 and stopped pump period may exceed tube set message occurred on (B)(6) 2011. No further information was provided. Drug delivered via the pump was fentanyl. Additional information has been requested but was not available as of the date of this report.